Manufacturer narrative:
Corrected information section: b5 additional information sections: h6, h10 an event of regurgitation was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted. On an unknown date, the patient presented with dyspnea and severe aortic regurgitation was confirmed on echocardiography. On an unknown date, a valve-in-valve procedure was performed and a competitor's core valve evolut (by medtronic) was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 23mm trifecta valve was implanted. On an unknown date, the patient presented with dyspnea and severe aortic regurgitation was confirmed on echocardiography. On an unknown date, a valve-in-valve procedure was performed and a competitor's core valve evolut (by medtronic) was successfully implanted. The patient was reported to be in stable condition.